Event description:
It was reported that a flow diverter stent was successfully implanted in a patient on (B)(6) 2022 to treat aneurysm at left internal carotid artery-ophthalmic (c6 segment), saccular. 6 month follow up on 4/4/2023 showed >75-100% parent artery stenosis & stenosis within subject flow diverter stent. No relevant adverse event was reported. Patient has a past medical history of severe headache/migraine, arteriovenous malformation. No more detail available. Additional information received on 1-nov-23 reported that there was significant intimal hyperplasia progressing to occlusion of the subject flow diverter. There is no apparent reduction of blood flow to the circulation beyond the occlusion due to robust collateral circulation from the acom (anterior communicating) and pcom (posterior communicating). No new medications or treatments are planned as of now.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Significant intimal hyperplasia progressing to occlusion of the subject flow diverter is evident. Additional information provided by the customer indicated there is no apparent reduction of blood flow to the circulation beyond the occlusion due to robust collateral circulation from the acom (anterior communicating) and pcom (posterior communicating). No new medications or treatments are planned for the stenosis unless the patient becomes symptomatic. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported patient parent vessel stenosis.

Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that a flow diverter stent was successfully implanted in a patient on (B)(6) 2022 to treat aneurysm at left internal carotid artery-ophthalmic (c6 segment), saccular. 6 month follow up on (B)(6) 2023 showed >75-100% parent artery stenosis & stenosis within subject flow diverter stent. No relevant adverse event was reported. Patient has a past medical history of severe headache/migraine, arteriovenous malformation. No more detail available.